Event description:
It was reported when interrogating a device with the programmer, the device was recognized, however, a message appeared on screen that said software not updated for this device. No patient complications were reported as a result of this event.

Event description:
It was reported when interrogating a device with the programmer the device was recognized, however, a message appeared on screen that said software not updated for this device. No patient complications were reported as a result of this event. Followup information reported that the device could not be interrogated when the patient presented to the clinic because the programmer did not have the software loaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.